Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the drill rotates past swivel stop. It was also noted that the spiral pin was missing from the swivel. Therefore, the reported condition was confirmed. It was further noted that the swivel rotating past the stop is consistent with using excessive force while handling the drill causing the spiral pin to come out of position. The assignable root cause was determined to be due to component damage caused by user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during preventive maintenance, it was observed that the motor device rotated beyond stop. It was reported that there was no delay to a surgical procedure and a spare device was available for use. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.